Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage closure procedure was being performed. Prior to the procedure, there was a questionable trace pe. A versacross connect was utilized for trans-septal puncture (tsp). During advancement of the versacross system into the superior vena cava, the starter wire became stuck in the dilator. Tsp was performed, a watchman fxd curve access system was advanced, and a 27mm watchman flx pro closure device was implanted successfully. Post-release of the 27mm watchman flx pro closure device, a pe was observed at the apex of the heart. The physician suspects that when the starter wire became stuck in the dilator, upon trying to exchange the wire, the tip of the dilator may have nicked the heart, causing the pe. A pericardiocentesis was performed. The patient stayed overnight and was discharged the following day.